Event description:
Per indicated: screw fracture. The cause is unknown, but the abutment screw broke. Since it was not possible to replace only the screw, the implant was also removed. Symptoms as a result of the event: none. Surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, expected to be completed soon. Was the procedure completed using another implant or another device? No.

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Visual evaluation of the as returned devices identified the screw with signs of use, and was inside the abutment. The screw was observed fractured at the threads region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw¿ the customer did submit one (1) image for the reported event (see attachments tab at ce level.) Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are excessive occlusal forces, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.